Event description:
The user facility notified technical support that during treatment, the patient's blood pressure monitor went off and her bp was checked and was 138/54. At the same time, fluid was noticed leaking from the machine. It was discovered that the dialysate tubing was leaking at the connector. The machine did not alarm at the 90% set, but later the bvm alarm went off at 85.9%. There was a patient fluid loss of 600 ml and the patient's blood pressure dropped and she passed out. She received oxygen and 300 ml normal saline from the nurse, and her blood was returned manually. There were no ill effects reported. A physician was called and the treatment was continued for the final two hours with no ultrafiltration, and the patient felt better and was okay and left the facility.

Manufacturer narrative:
A plant investigation is still ongoing and a supplemental report will be submitted upon completion.